Manufacturer narrative:
((B)(4). Citation: asian cardiovasc thorac ann 2010;18:382-383. Doi: 10.1177/0218492310375655.

Event description:
It was reported in a journal article that the patient underwent a ross procedure and ascending aortic replacement with a 28-mm dacron graft. Absorbable hemostat was placed at the posterior wall to pack the homograft suture line because of persistent bleeding. The patient recovered well initially, being extubated 10h after surgery. Two days later, several episodes of severe and transient arterial oxygen desaturation were noted. An urgent transthoracic echocardiogram showed moderate dilatation and mild hypocontractility of the right cavities. Arteriography was performed which showed critical stenosis in the proximal part of the homograft. During this procedure, the patient was re-intubated due to severe and sudden desaturation. A transesophageal echocardiogram confirmed severe stenosis of the homograft due to possible extrinsic compression. The patient was taken to the operating room immediately. Extrinsic compression of the posterior wall of the homograft due to absorbable hemostat was found. Once it was removed, the arterial oxygen saturation normalized, the homograft being completely patent.